Manufacturer narrative:
The lead was returned for patient death. As received, only the connector portion was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2022-47865, related manufacturer reference number: 2017865-2022-47871, related manufacturer reference number: 2017865-2022-47874. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.